Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will not boot up past the initial loading screen. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.